Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited difficulty being interrogated. The program starts to interrogate and then the screen flickers and a message to check the wand is displayed. Two different programmers have been used and both have acted the same. Connections and outlet interaction were verified. No beeping tones were present when a magnet was applied. The device is pacing.